Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "implant is "hardening" and "seems to also have the capsular contracture or some other issue". Capsular contracture, baker grade is unknown. Device remains implanted.